Event description:
It was reported the customer had a button error alarm while attempting a bolus delivery. The customer also stated their buttons were unresponsive and they were unable to clear the alarm. The customer's blood glucose 110 mg/dl. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during testing and had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.